Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen was extremely scratched and was making it very difficult to see anything on the screen. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the entire screen was scuffed and hazy. The customer stated that it was the second pump that has had the same issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. The lcd window is pretty scuffed up making it difficult to read and navigate the menus underneath.